Event description:
It was reported, the patient was experiencing heating at her scs ipg site with stimulation on. The patient turned scs system stimulation off and the pocket heating subsided. Further information identified the patient's entire scs was explanted (B)(6) 2014.

Manufacturer narrative:
The ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.